Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead developed pleuritic chest pain after a recent mechanical fall. The patient was initially evaluated through computerized tomography (CT) scan of the chest and abdomen which revealed no abnormalities, hence, the patient was advised to take medication for the symptom. Furthermore, during a wound check for post device implant, this rv lead was exhibiting loss of capture at maximum output and a lead impedance measurement showed steady decrease, and the patient continued to have pain during inspiration. Additionally, an echocardiogram revealed a small pericardial effusion, thus, an rv lead perforation was suspected due to lead dislodgement. The lead was then explanted with no complications. The patient still has a small pericardial effusion and was scheduled for a follow-up echocardiogram a week after implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the patient with this right ventricular (rv) lead developed pleuritic chest pain after a recent mechanical fall. The patient was initially evaluated through computerized tomography (CT) scan of the chest and abdomen which revealed no abnormalities, hence, the patient was advised to take medication for the symptom. Furthermore, during a wound check for post device implant, this rv lead was exhibiting loss of capture at maximum output and a lead impedance measurement showed steady decrease, and the patient continued to have pain during inspiration. Additionally, an echocardiogram revealed a small pericardial effusion, thus, an rv lead perforation was suspected due to lead dislodgement. The lead was then explanted with no complications. The patient still has a small pericardial effusion and was scheduled for a follow-up echocardiogram a week after implant. No additional adverse patient effects were reported.